Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while off ilet therapy. Engineering log review was limited but confirmed the ilet was not in use at the time of the event, as the device had powered off after battery depletion on (B)(6) 2025 and was not powered on again until (B)(6) 2025, after the hospitalization period. No device malfunction alerts were identified. Review of available information indicates the hyperglycemic event occurred while the user was managing diabetes with manual injections and without consistent access to long-acting insulin. Based on available information, the event was attributed to non-device-related therapy management factors, specifically failure to maintain appropriate backup insulin therapy while off the ilet, and the device problem was excluded. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels reported as greater than 600 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted to the hospital on (B)(6) 2025, treated with IV dextrose and exogenous insulin, and discharged (B)(6) 2025. No long-term health effects were reported.